Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient underwent a planned inferior vena cavogram and an inferior vena cava filter placement for history of subarachnoid hemorrhage and pulmonary embolus. The right femoral vein was accessed and a vena cavogram demonstrated no abnormalities or filling defects within the vena cava. The filter sheath was advanced and the filter was deployed successfully below the level of the renal veins. There were no apparent complications to the procedure. Approximately ten years eight months post filter deployment, patient had chief complaint of a broken ivc filter wire. Previously ordered abdominal x-ray demonstrated a leg being dislodged and embedded posteriorly. Filter and filter limb retrieval was not recommended. The patient was asymptomatic and surveillance was recommended. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Approximately eleven years after implantation, a lumbar x-ray alleged demonstrated a dislodged filter leg. It was reported that the dislodged leg appears to be embedded posteriorly. The filter was reported to be "quite intact and appeared to be asymptomatic." Retrieval was not recommended. Based on the medical record review, the investigation is confirmed for material deformation as one of the legs was "dislodged". The investigation is inconclusive for limb detachment. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
Medical records were received and reviewed. Approximately ten years eight months post filter deployment for history of stroke and pulmonary embolus, the patient went to an office visit with a physician for complaint of a detached filter limb. Previously ordered abdominal x-ray demonstrated a dislodged filter limb embedded posteriorly. The patient was asymptomatic and filter retrieval attempts were not recommended. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately ten years eight months post filter deployment, the patient went to an office visit with a physician for complaint of a detached filter limb. Previously ordered abdominal x-ray demonstrated a dislodged filter limb embedded posteriorly with a leg resting on spine.the device was removed percutaneously. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Approximately ten years and eight months of post filter deployment, the patient visited the hospital for the consultation of possible filter retrieval and it revealed that the filter leg was dislodged appear to be embedded posteriorly. After one month, the patient visited the hospital for the consultation of possible filter retrieval and it revealed there were 2 fracture legs, there was one legs that looks like next to the spine. After two weeks, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. The filter was successfully removed and after the filter removal there was still one fractured strut, which remained outside of the vena cava, which was left in place. After three years and ten months, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed there was an evidence of a fractured remaining strut along the dorsal inferior vena cava at the l3 body level. This strut measures 2.1 cm length and was extracaval, extraspinal, and intraspinal in location and a portion of the distal strut is within the right lateral anterior margin of the l3 body. There was a foreign body present along the left diaphragm anteriorly and its length and contour would be compatible with a migrated fractured strut. This measures 2.3 cm in length. Therefore, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged material deformation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.